Event description:
It was reported that the 9800 system would not access the cine drive during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The hospital medical tech repaired the system during the service call. The customer canceled the service call.